Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'air detection test will not go away' which was verified through a review of the event history log (ehl), but not reproduced during evaluation and was found to be caused by a damaged ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air detection test. There was no patient involvement. No additional information is available.